Event description:
It was reported that the power plug on the 9800 system had a broken pin. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power plug was replaced during the service call. The system was tested and found to be working as intended and put back into service.